Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was blank display and beep anomaly. The blood glucose level was unknown. Customer stated that the screen was completely blank. Customer stated that the display was blank immediately after pump exposure to moisture. Customer stated that the insulin pump was vibrating and beeping. The product will return for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump test ok. However after inspection moisture and corrosion found inside on lcd contract traces.